Event description:
It was reported that revision surgery occurred due to glenosphere not seating properly. Exact implant and explant dates are not known.

Manufacturer narrative:
We could not obtain a complete catalog number, therefore, a baseline report cannot be file. Eval summary: no x-rays, product or product information were provided. It is unknown whether or not the glenosphere was properly seated during the earlier surgery. The glenosphere not seating properly onto the base plate may be caused by soft tissue or bone trapped around the base plate taper during insertion, insufficient bone clearance around the base plate, interference with retractors, etc. Each scenario could potentially cause the glenosphere to not completely seat on the base plate. Straight-on exposure of the glenoid is necessary for both proper reaming and component insertion. The probable cause may be an intra-operative error during placement of the glenosphere. An exact cause cannot be determined with certainty. Result: no product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.